Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. The distal tips of both baseplate impactors have clear breakage of the blue plastic piece. The likely cause of the event is user applied mechanical force.

Event description:
It was reported that the ar-9545-t15-03 is twisted. Additional information 6/30/2021. It was reported during a reverse arthroplasty, using universal glenoid system, the white baseplate impactors had the blue plastic piece cracked that holds the baseplate on snuggly, we were able to use the device to complete the case. The 3 different t-15 handles all were twisted during insertion of the central and peripheral locking screws. No harm was done to the patient and there were no delays as extras instruments were available. During returned device evaluation, a reportable malfunction was discovered.